Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate after loading multiple cartridges with insulin. Reportedly, the customer was unclear on how much insulin the cartridges were filled with. Cold insulin had been used. The customer loaded a new cartridge and was able to complete the load process. Customer reported an elevated blood glucose level, but no specific value was provided and the customer declined to discuss the issue with tandem technical support.